Event description:
Using leader brand product pen needles, needles have bent going in and out of skin and one needle did come off in skin. I reported to company who gave me the run around but I feel this is a major problem. Dates of use: (B)(6) 2011.